Manufacturer narrative:
(B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was able to reproduce the reported "battery run time failure" message. In order to correct the issue the stm replaced the batteries. The stm then performed all functional and safety tests per factory specifications and the iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that during a service test being performed by the customer the cs300 intra-aortic balloon pump (iabp) displayed a "battery run time failure" message. There was no patient involvement, and no adverse event reported.